Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was returned with a stripped battery cap that would not remain secure to the pump. The pump was continuously rebooting, and there was evidence of corrosion inside the battery compartment, corroding the positive battery terminal. Investigators attempted to remove the corrosion in order to power up the pump appropriately, without success. The complaint could not be adequately investigated due to the power issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient's mother contacted animas stating that the pump emitted a maximum total daily dose alarm. At the time of the call the patient's blood glucose was reportedly 356 mg/dl and the patient was experiencing nausea. She reported that the patient's blood glucose earlier in the day was 597 mg/dl. She did not test the patient for ketones. Pump settings and delivery history were reviewed with the reporter and confirmed as accurate. The reporter confirmed there were no air bubbles in the cartridge or tubing or any leaks. There was no redness or swelling at the patient's infusion site. The patient was not ill at the time of the contact.